Event description:
Unomedical reference number (B)(4). Event occurred in the united states on (B)(6) 2023, it was reported that the infusion set's tubing got caught and ripped out close to site location while sleeping and walking. There was stress or pull on the tubing and the pump was not dropped with the set connected to patient's body. Currently, the patient's blood glucose level was 186 mg/dl. No further information was available.